Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was monitored and programmed of 1.0u basal rates with the test reservoir including the test infusion set inside the reservoir compartment and the test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was recently hospitalized due to being involved in an auto accident. Customer stated that he had a blood glucose level of 49 mg/dl and lost consciousness. Customer stated that he was transported to the hospital by paramedics. Blood glucose level at the time of the call was 82 mg/dl. Customer stated that he believed that the insulin pump was overdelivering. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.